Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons have been intermittently unresponsive and sticking for the past month. She stated that on (B)(6) 2012, the buttons became unresponsive during a cartridge change and the pump had to be rebooted to get the buttons to respond. The patient stated that she has had to press the buttons so hard to obtain a response that the keypad is now tearing. The patient stated that she wears the pump on her belt and does not clean the pump. There was no reported patient impact as a result of the alleged malfunction. This complaint is being reported because the alleged keypad responsiveness issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was observed to be torn at the up and down arrow buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts and the ok and down buttons had inverted button contacts.